Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is not cycling the cartridge. Tandem clinical support informed customer that not cycling the cartridge, is off label per the user guide. Customer¿s blood glucose (bg) level was 198 mg/dl.